Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified battery not working and battery communication timeout. During the functional testing was able to duplicate the reported issue. Inoperable battery due to normal wear, battery is 4 years old. The root cause of the issue was related to normal wear of the battery as it was over 4 years old. Replaced and fully charged the battery. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump would not charge. No patient injury was reported.